Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed kinks at 163.5cm and 163.5cm from the proximal end of the pusher wire, and the proximal end of the main coil was noted to be extensively stretched. Microscopic analysis revealed white fibers wrapped around the proximal end of the main coil. Information obtained, indicated that no anomalies were observed on the coil or pusherwire at inspection. A review of the manufacturing process did not find a potential source for the fibers. Therefore, the origin of the white fibers found cannot be determined.

Event description:
Device analysis revealed white fibers (foreign material) wrapped around the proximal end of the main coil. There was no clinical consequence to the patient.